Event description:
It was reported that post-implant, the ventricular lead dislodged and exhibited loss of capture and low impedance. It was noted that the lead had dislodged. A lead perforation was discovered and the patient developed pericardial effusion. A pericardiocentesis was performed and the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.